Event description:
On 29/aug/2023, it was reported that this peritoneal dialysis (pd) patient was hospitalized with peritonitis. No further information was provided. Attempts to obtain additional information were unsuccessful.